Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device using an olympus boroscope. The instrument channel was inspected and found a kink inside the channel from the bending section side. The instrument channel was further inspected and did not find any signs of discoloration, foreign material, or stains. The suction channel was inspected and did not find any evidence of foreign material, stains, or discoloration. Additionally, the image was inspected and the image of the scope is normal. The scope passed the leak test. The scope was purchased on august 13, 2018 with no previous repair history. The OEM has an ongoing investigation to determine a root cause for the reported events.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, please see update to the following sections: g4, g7, h2, h3, h6, and h10. The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms micrococcus luteus, staphylococcus epidermidis and staphylococcus hominis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. In addition, as part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on september 9, 2019 to observe the user facility¿s reprocessing methods. The ess reported that the facility¿s reprocessing staff do not clean the scopes in a uniform and consistent manner.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation and microbial testing. The device will be sent to an independent laboratory for microbial testing. As part of our investigation, the service center followed up with the user facility and was informed that the following steps are performed during the facility¿s reprocessing: the utilizes two different automatic endoscope reprocessors (aer) the steris system 1e (serial #¿s (B)(4)) which with peracetic acid and the evotech (serial # (B)(4)) which uses cidezyme xtra and cidex opa-c. The minimum effective concentration is checked with each load. The endoscope channel is brushed during manual cleaning with a single use olympus endo therapy model#: bw-412t combination cleaning brush. Pre-cleaning is done immediately after a procedure at bedside. The insertion tube is wiped down, immerse tube and suction water/detergent for 30 seconds , lower elevator immerse in water/detergent-suction, raise/lower elevator 3x, press suction valve and aspirate air for 10 seconds, remove single use valves and dispose of, press air/water adapter for 30 seconds then release air/water valve flush 10 seconds. The scope is remove from the room and a water resistant cap is applied and the scope is transport to the reprocessing area for leakage test and manual cleaning. An olympus mu-1 leakage tester is used. There was a drain fault repair/problem with the user facility¿s steris 1e pm 5-6-2019 # (B)(4), steris 1e pm # 5-3-2019 # (B)(4) and evotech on 02/06/2019. The date of the facility¿s last reprocessing in-service was 8-1-2018 with an olympus endoscopy support specialist (ess) and there have been no changes in facility reprocessing personnel. Yes, all technicians are properly trained to reprocess an endoscope. All scopes are hung vertically and stored in a fan vented lock storage cabinet.

Event description:
The service center was informed that the duodenoscope tested positive for bacillus species on multiple cultures after reprocessing. There were no associated patient infections.